Manufacturer narrative:
The unit was received with the currents in specifications. The unit passed the rewind test, basic occlusion, occlusion, prime and compromised force sensor system, excessive no delivery test, and the displacement test. The unit passed the self-test. There was no unexpected radio frequency failed self-test alarm. The unit had a minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, cracked lcd window, and a bleeding lcd glass.

Event description:
The customer reported via phone call that they received a radio frequency failed self-test alarm. The customer was sitting at their computer when the alarm occurred. The customer's blood glucose level was unknown. The alarm did not occur during the rewind and prime sequence. Troubleshooting was performed and the insulin pump passed the self-test. The device was returned for analysis.